Event description:
Spontaneous inbound call and patient states that one of her pumps sn (B)(4) shows a display that says something related to clamping on it, but confirms there is no obstruction, and what ensure is a whistling sound. Rph unable to troubleshoot the issue. The only way the pump functions is to turn it off and then back on. She is uncomfortable using the going forward, so pump is going to be replaced. No other information is known. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.